Manufacturer narrative:
Product complaint (B)(4). Procode: krd/hcg. (B)(6). Complaint conclusion: as reported by the field, during a coil embolization of the distal splenic artery. Four coils (target xl 5x15¿g3xsft 4x10¿g3xsft 4x6 and target nano 2x4) were implanted. A 1.5mm x 4cm galaxy g3 mini coil (glm915040, l14346) was attempted to be delivered to the lesion. The system was attempted to be re-sheathed for reposition of the microcatheter. However, it was not able to be re-sheathed even though the physician slid the re-sheathe tool to the proximal. It was replaced with another coil. The procedure completed by adding a mini coil (1x3). There was no patient injury reported. The customer states there is no additional information available. One non-sterile unit galaxy g3 mini 1.5mm x 4cm was received inside of a pouch. The received device was visually inspected, the introducer was found with several kinked and separated from the unit, also the dpu was found with several kinks. Then a microscopic inspection was performed, the embolic coil was found stretched and mechanically detached from the device, no other damages were observed. A manufacturing record evaluation was performed for the finished device l14346 number, and no non-conformances related to the reported complaint condition were identified the complaint reported by the customer ¿coil introducer- zipping difficulty-rezipping¿ was confirmed, the introducer was found with several kinks and the device could not be zipped and re-zipped. The damages noted on the device appears to have been caused by excessive force and handling being applied to the device however none of those can be conclusively determined. Neither the device history record review nor the product analysis suggest that the reported failure could be related to the manufacturing process of the unit. The instructions for use (IFU) instructs the user to unsheathe a small length of the dpu to unlock the device, then to advance the embolic coil into the microcatheter until the hub connector of the dpu reaches the proximal end of the resheathing tool. This results in the placement of the embolic coil and the more flexible and fragile distal sections of the dpu inside the microcatheter before continuing to unsheathe the device. If the device is unsheathed before advancing into the microcatheter, there is a risk that the embolic coil or the distal end of the dpu will be unsheathed and pass through the resheathing tool. If the resheathing tool passes over the distal end of the dpu, this will expose these flexible sections, which will then be subject to kinking and bending. Once a part of the dpu is kinked or bent, the translucent introducer sheath will not be able to re-form around it, and that section of the device will protrude. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damages on the returned system. Stretching is generally caused by the application of excessive force to a device while trying to retract against resistance. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by the field, during a coil embolization of the distal splenic artery. Four coils (target xl 5x15¿g3xsft 4x10¿g3xsft 4x6 and target nano 2x4) were implanted. A 1.5mm x 4cm galaxy g3 mini coil (glm915040, l14346) was attempted to be delivered to the lesion. The system was attempted to be re-sheathed for reposition of the microcatheter. However, it was not able to be re-sheathed even though the physician slid the re-sheathe tool to the proximal. It was replaced with another coil. The procedure completed by adding a mini coil (1x3). There was no patient injury reported. The customer states there is no additional information available. Based on the analysis of the device received, the embolic coil was found stretched and mechanically detached from the device.